Manufacturer narrative:
Date of postoperative loosening and possible migration of the screws is unknown additional device product codes: kwp, mnh, mni complainant part not is expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery of a posterior cervical fusion at c5-c6 took place on (B)(6) 2017. A prior anterior cervical discectomy and fusion procedure at c5-c6 was performed on an unknown date in 2016, using non-synthes hardware. Subsequently, it was determined that the fusion was not achieved but no removal was done at that time. A posterior cervical fusion surgery was then scheduled for (B)(6) 2017 in order to stabilize the cervical spine and achieve fusion. The surgery was completed using synthes synapse system. The patient experienced immediate and worsening pain. An MRI was done on an unknown date in (B)(6) 2017, showing loosening and possible migration of the screws on the right side-synthes hardware. Subsequently, it was determined that the fusion was not achieved but no removal was done at that time. Revision/ removal was scheduled for (B)(6) 2017. Only the right side posterior hardware was removed at this time. There was no replacement hardware on the right side, and the left side hardware remains implanted. This complication led to a revision procedure and removal of the screws on the right side. Concomitant parts reported: 3.5mm ti cancellous polyaxial screws (part # 04.614.014, lot number unknown, qty 2); ti locking screw: (part # 04.614.508, lot # unknown, qty. 4); 3.5mm ti curved rod (part # 04.614.730, lot # unknown, qty. 2). This report addresses revision surgery performed on (B)(6) 2017 due to loosening and possible migration of the screws on the right side. The postoperative on-going pain after the (B)(6) 2017 revision surgery and radiolucency around the left c5-c6 screws along with allegation of the head separating from one of the screws have been captured under linked complaint (B)(4). This report is for one (1) 3.5mm ti cancellous polyaxial screw 14mm. This is report 2 of 2 for complaint (B)(4).

Event description:
Customer quality unit received a maude report (mw5073583-1) forwarded from department of human services. Only additional and/or corrected information will be contained in this report. This report addresses revision surgery performed on (B)(6) 2017 due to loosening and possible migration of the screws on the right side. The postoperative on-going pain after the (B)(6) 2017 revision surgery and radiolucency around the left c5-c6 screws along with allegation of the head separating from one of the screws have been captured under linked complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Maude received. Date of implant/explant verified with patient. Date reported in initial report mwr-15062018-0000130839 is correct. This report addresses revision surgery performed on (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.